Event description:
Dealer states 7 flash code on startup intermittently. Dealer states he has replaced joystick cables already. Dealer states the end user will turn the chair on and off until it works again.